Event description:
The pt stated that when she attempted to remove the indwelling subcutaneous insulin infusion catheter from her abdomen, only 1/4" of the catheter remained attached to the infusion set. The rest of the teflon catheter was presumed to be left under her skin. An attempt by her physician to locate and extract the remaining portion of the catheter was unsuccessful. It is uncertain whether there will be add'l attempts to locate and/or remove the catheter.